Manufacturer narrative:
On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route of administration not reported) for peritonitis. Twenty four days after the hospitalization for peritonitis, the patient recovered from the peritonitis event and antibiotic therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient date of birth was reported as an unknown date and month in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient caregiver was changed. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.